Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incorrect patient was appearing at the station. A technical support specialist (tss) dialed into the server and found visitid given for the wrong patient was not correct. The tss found the correct visitid and validated the admit date/time to match the setting and confirmed with the customer. The tss found that incorrect patient has null in the unit when admitted. As per sme (subject matter expert) the patient should be visible if using facility search but should not be in the station since no unit was assigned. The customer acknowledged and no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the e bd pyxis¿ anesthesia station es, incorrect patient was appearing at the station. The customer stated that this malfunction affected the patient dispensing workflow. However, there were no delay adverse events or injuries reported based on this event.